Event description:
The manufacturer sales representative at the user facility reported that the device was missing component during demo visit. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.